Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn: unknown); unk-sigadapt, unknown signia egia adapter (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during lobectomy procedure, when the surgeon attempted to staple the bronchus, the device fired all the way to the end of the reload and retracted all the way back again. It was noted that the dissecting blade had been caught on something and simply pushed the tissue out of the reload and the distal staple line was incomplete. Also audible powered stapler firing noise was heard. A new reload was attached to the powered stapler to resolve the issue and used successfully to staple bronchus.